Event description:
Customer reported that abutment screw fractured in the ilpac4217 abutment.

Manufacturer narrative:
Preliminary results of the investigation found that the screw reported (ilpac4217) was not fractured. However, the lpcgsh screw, which attaches the prosthesis to the abutment was the fractured item. Therefor the event that was initially submitted on report MFR - 0001038806-2017-00888 on (B)(6) 2017 no longer meets the criteria of a malfunction that would cause or contribute to a death or serious injury if it were to recur based on additional information received from the preliminary investigation of the device. So this would no longer be a reportable event and no further submission will be needed for this device malfunction where a death and or serious injury was not reportedly associated with this event. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.